Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B)(6), 2009, alleging that his onetouch ultralink meter read inaccurately high compared to a lab result. The reported issue occurred at 4:30pm on (B)(6), 2009, when the pt obtained blood glucose results of "114 mg/dl" on the subject meter and "18 mg/dl" on the lab device. The results were taken within a 10 minute time period. Based on statistical methodology, the calculated difference of the results did not meet the expected value of <=20%. The pt indicated that he was hospitalized for a "procedure" at the time the reported issue occurred. It was noted that the pt was feeling sweaty, dizzy, and lightheaded before she tested with the subject meter. The pt was treated with "IV fluids." No other forms of treatment were reported. There is no indication that the product caused or contributed to an adverse event. The pt's symptoms started before the reported issue first occurred. There was no evidence of delay of treatment since the reported issue occurred at the same time that the pt received "IV fluids" treatment. However, this complaint is being reported because the reported results do not meet lifescan's accuracy criteria. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.